Event description:
X-mesh cage was implanted with expansion inserter. When surgeon attempted to detach the inserter, the cage would not disengage from implant. Surgeon then removed cage / inserter and proceeded to used bone strut for the corpectomy.

Manufacturer narrative:
Device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Visually inspected both the exp vbr pos med 0 deg 33-46mm 188921033 and exp vbr pos inserter/expander 288900100. Inserter/expander was missing the posterior inserter hex driver 288900101. A hex driver was ordered from stock to functionally test the instrument. The instrument functioned as intended. Visually inspected the x-mesh cage. Noted that the set screw had indications that a driver was inserted and the screw was tightened down. It was also noted that there were no witness marks of the set screw on the axial groove features suggesting that the set screw was tightened with the implant fully expanded. The device history record was reviewed for lot bdc2xtx. The lot was produced on 26-jan-2009 with a quantity of 156 units. A review of the DHR identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. The device history records were also reviewed for lot mi19001. The lot was produced on 05-jul-2011 with a quantity of 27 units. No discrepancies were noted when released to stock. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Even though the root cause cannot be positively determined, the set screw markings and lack of witness marks on the axial grooves of the x-mesh cage indicate that the cage was in the fully extended position when the set screw was advanced. It is likely that the cage was over expanded beyond its free sliding capabilities causing interference between the cage and inserter/expander. This interference would have created difficulty in removing the inserter/expander from the x-mesh cage. No CAPA necessary. There is only 1 related complaint of this nature. Removal issues are likely driven by over expanding the cage. Trials should be conducted to determine the appropriate cage selection.